Event description:
Caller (mother of patient) alleged discrepant results with the meter compared to the lab. Results as follows: dates: (B)(6) 2011, inratio: 1.2. Dates: (B)(6) 2011, inratio: 1.2, lab: 2.4. Immediately re-tested using a new box of the same lot number. Patient's therapeutic range: 2.5-3.5.

Manufacturer narrative:
Investigation pending.